Manufacturer narrative:
The evaluation included a review of the c1600480 instrument logs, service history, field complaints and associated labeling. A review of the architect c1600480 service history showed service requests were opened for discrepant results and various instrument issues since the completion of quarterly maintenance by the customer on 03jan2017. No subsequent tickets have been opened for discrepant results since field service discovered the extra reagent o-ring during quarterly maintenance on 03apr2017. A review for similar complaints for the syringe o-ring did not identify any trends. Also, a review for similar complaints for the architect c16000 identified no trends. A review of the architect system operations manual and architect c16000 service and support manual provides information regarding operational precautions and limitations, routine maintenance, component replacement, and troubleshooting for the described issue, which includes: syringe seal (s) and/or o-ring failure. A review of the complaint information determined the event was related to a use error as the last quarterly maintenance performed by the customer on 03jan2017 was completed incorrectly when an extra syringe o-ring was installed in the sample syringe. Based on this evaluation no malfunction was identified for the sample syringe o-ring and no deficiency of the sample syringe o-ring or the architect c16000 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 1628664-2017-00090 under a different suspect device.

Event description:
The customer stated that the architect analyzer is generating falsely elevated alt results on a liver transplant patient. The results provided were from two samples (same patient) tested on different analyzers: (B)(6) 2017 on c2 analyzer sid (B)(6) -alt = 16 / on c3 (sn (B)(4)) sid (B)(6) - alt = 86. No additional patient information was provided.